Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt thought they needed a new battery of some sorts because they charged the controller and ins today and their ins battery was not holding a charge. The pts intensity levels were almost at 6 because when they usually have it higher than 5 intensity they got a little shock but now it did not do that. The pt had a lot of pain in their back and they tried to change from group a to group c but that did not help. Pt also noticed the last couple times they charged the ins it did not seem like it was holding a charge. Pt started having these issues probably 2 weeks ago. The patient was redirected to their healthcare provider to further address the issue.